Event description:
The customer states that a suspect falsely reactive result of 1.5 index was generated using the architect cmv igm assay. The reactive result was inconsistent with a previous result and when the same sample was repeated, a nonreactive result of 0.1 index was obtained. There were no adverse outcomes reported related to this issue.

Manufacturer narrative:
(B)(4). Field service was requested and replaced the leaking reagent probe and sample probe and cleaned the optics and the shutter on the analyzer. Cmv-m controls were run and results were within specifications. Carryover testing was performed and carryover was not evident in the testing. Complaint text states the most likely cause for the erratic results was a leaking reagent probe. Product labeling provides adequate information concerning erratic/ discrepant results. Complaint documentation was review and no adverse trends were identified in conjunction with the complaint issue currently under evaluation based on the available information, the most probable cause for the erratic cmv-m results was a leaking reagent probe. A deficiency of the architect system was not identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.